Event description:
Trial patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the trial patient's mother to reset the device on (B)(6) 2014 and it was reset was successful. The trial patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver (B)(4) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A CAPA has been initiated for this issue.